Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The nurse noticed that handles of triathlon instruments were melting before used in tka. There were no spare products, so the sales rep ordered spare products. The time of the surgery start delayed for 1 hour. The surgeon and nurse needs us to investigate quickly and provide them proper sterilization and cleaning method.

Manufacturer narrative:
Visual inspection confirmed the reported event; the handle of the device is discolored and degraded. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The nurse noticed that handles of triathlon instruments were melting before used in tka. There were no spare products, so the sales rep ordered spare products. The time of the surgery start delayed for 1 hour. The surgeon and nurse needs us to investigate quickly and provide them proper sterilization and cleaning method.